Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system onsite and confirmed reported issue. After reviewing log, it is confirmed that the connection to the x-ray-pc is lost, and it confirm the malfunction. To resolve the problem, fse removed and re seated the lan cables and carried out cm activity. After the reseating the lan cables, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.